Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "recall, pain and rupture with leakage". Later healthcare professional reported "rupture and capsular contracture baker grade I". This record is for the right side. Device has been explanted.